Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and illegible. The customer's blood glucose bg level was approximately 500 mg/dl. The bg was addressed with a manual insulin injection. The customer reverted to an alternate method for insulin therapy.